Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was initially reported to boston scientific corporation that a wallflex enteral colonic stent was used during a large intestine stenting procedure performed on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for large bowel obstruction as a result of a malignant stricture. The lesion was approximately 4-5cm in length and located from the rectosigmoid colon to the sigmoid colon. Prior to the stent placement procedure, the patient was unable to pass stool. The stent was successfully implanted on (B)(6) 2012. On (B)(6) 2012, an x-ray was taken and the stent could not be located within the patient. A colonoscopy was performed and the physician believes that the stent had been excreted with stool. According to the physician, the patient was able to pass stool even after the stent had been eliminated from the body. The physician believes that the stent had dilated the stenosis sufficiently. Therefore, the physician does not plan to perform any additional treatment at the present time and is taking a wait-and-see approach. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.